Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported she changed the infusion set on (B) (6) 2010. At 10 am on (B) (6) 2010, an e4 (occlusion) error was displayed on the infusion device and her blood glucose was elevated to 265 mg/dl. She found the adhesive of the infusion site was bloody. She changed the infusion set and injected insulin via pen to lower her blood glucose. Her normal blood glucose range is 90-130 mg/dl. No further info is available. The infusion set was requested to be returned for evaluation.